Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling below the ok button, exposing the key contact. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The up arrow and contrast keypad buttons were difficult to press and required increased force to elicit a response. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.